Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 570 was confirmed. The failure code 570 indicates that the battery discharged to a potentially damaging level. Investigating reports of the failure code 570.

Event description:
The device was returned from customer for service for a failure of 570:320. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.